Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that performance data was evaluated and showed that the patient received two inappropriate shocks due to "other rhythm". The device remained in use and was later explanted and replaced. No further patient complications have been reported as a result of this event.